Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated. Section d brand name corrected.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 32-year-old female patient presenting with cardiomyopathy, scai shock stage d, with a history of renal insufficiency. The account contacted csc regarding a controller error alarm that appeared three times before resolving on its own. The local clinical team was on-site and exchanged the automated impella controller (aic) after the alarms cleared. No further issues were reported, and the patient remained on support. The reported events include controller failure, device revision or replacement, and hemodynamic instability. The aic will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in h3. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
Additional information received provides the outcome of the patient after support and confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Patient demographics (weight) were confirmed as initially reported. Correction. D6a implant date captured to the initial report should be disregard as the controller is a non-implantable device.